Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Body fluid was noted in the lead barrel, however analysis determined the fluid was unlikely to have contributed to the reported high impedance measurements. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that one week post implant of this implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements of greater than 200 ohms were observed. It was noted the right ventricular (rv) lead was a single coil lead and was programmed appropriately. Originally it was thought the high impedance measurements were due to air in the pocket, however after palpating the pocket, high out of range shock impedance measurements persisted. Subsequently the patient underwent a procedure, where upon pocket opening the physician noted splotches of blood in the header of the ICD. When the setscrew was loosened and the lead pulled out of the header, it was covered in blood. The lead was cleaned off and re-inserted with appropriate shock impedance measurements of 57 ohms. The physician was concerned with possible inner seal issues within the header of the ICD. Thus a new ICD was implanted with the existing rv lead with no further issues noted. This ICD was explanted and no additional adverse patient effects were reported.